Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report having accuracy problems with her logic meter. She believes the readings are running very high. Analysis run on clark error grid using competitive readings (69) as ref. Point vs. Bd readings (280) yielded data points in the e range of the grid, outside of acceptable limits.